Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.

Manufacturer narrative:
Correction: h9: correction to add the fsca reporting number was inadvertently omitted in the initial report.